Event description:
A consumer reported blurred distance and reading vision following bilateral intraocular lens (iol) implant surgery. The consumer reported he "could not pass his driving test and he needs a lot of light in order to read or see up close". He reported he had lasik surgery to improve the vision in this eye, but following surgery his vision seemed worse. At the consumer's request the surgeon was not contacted. There are two medical device reports associated with this event, this report is for the first eye.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no similar complaints reported in the lot number. At the consumer's request the surgeon was not contacted. (B)(4).